Manufacturer narrative:
(B)(4). The customer reported that the device would not pace as expected. There was no report of negative pt impact. Philips evaluated the device and determined that the customer had chosen the defibrillator without the pacing option. They have a second defibrillator with the pacing option. There was no malfunction of the device. This was a use issue related to the customer selecting the incorrect device for the function they wanted to perform.

Event description:
The customer reported that the device would not pace as expected. There was no report of negative pt impact.